Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that device exhibited high shocking impedance measurements, this did not result in a serious injury, however this type of malfunction could lead to death or serious injury if it were to occur again.